Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, pins in the belt trunk cable connector were bent and the electrode belt was unable to complete incoming testing. The root cause for the bent pins was excessive force. No adverse events occurred from the damaged electrode belt.